Event description:
The st. Jude medical rep reported that during a follow-up, low lead impedance was observed. Several measurements were taken and they all were low. It was also noted that the device would not capture at 10v. The real-time electrograms showed that the device was undersensing. The ICD and lead are scheduled for explant.